Event description:
Patient was revised on (B)(6) 2012, to address cobalt chrome allergy. On that date, the depuy implants were removed, except for the depuy patella, and a competitor knee implanted. Since then, she has been experiencing pain in the kneecap area, swelling, popping, and cracking, and reported breaking out with blisters due to high cocr levels.

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.

Manufacturer narrative:
The device associated with this report was not returned. A complaint database search finds no other reported incidents against the provided product and lot combination since its release for distribution. Review of the device history records did not reveal any related manufacturing deviations or anomalies. The investigation could not draw any conclusions regarding the reported event with the information available. Based on the inability to determine a root cause, the need for corrective action was not indicated. Depuy considers the investigation closed at this time. Should the product and/or additional information be received, the investigation will be re-opened.